Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received one appropriate treatment and five inappropriate treatments. The device was started up at 05:27:31 on 8/4/2023. At 21:51:06, an arrhythmia was detected. ECG shows svt @ 170 bpm with pvcs/nsvt. At 21:52:38, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus tachycardia @ 110 bpm with nsvt. At 21:53:12, the patient received the first inappropriate treatment. Nsvt and oversensing of cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 30 bpm with nsvt. The post shock rhythm was sinus tachycardia @ 120 bpm with nsvt. At 21:53:46, the patient received the second inappropriate treatment. Nsvt and oversensing of cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with nsvt. The post shock rhythm was sinus tachycardia @ 110 bpm with nsvt. At 21:55:32, an arrhythmia was detected. ECG shows sinus tachycardia @ 140 bpm with nsvt. At 21:56:37, the patient received the third inappropriate treatment. Nsvt and oversensing of cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 60 bpm with nsvt. The post shock rhythm was sinus rhythm @ 90 bpm with nsvt. At 21:57:11, the patient received the fourth inappropriate treatment. Nsvt and oversensing of cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 110 bpm with nsvt. The post shock rhythm was sinus tachycardia @ 100 bpm with nsvt/pvcs. At 21:57:44, the patient received the fifth inappropriate treatment. Nsvt and oversensing of cardiac signal contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus tachycardia @ 110 bpm with nsvt. The electrode belt was disconnected at 22:00:46 on (B)(6) 2023.